Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the device also exhibited bubbles in the tubing and troubleshooting was unsuccessful.no additional information is available at this time.no adverse patient effects were reported.